Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy, the surgeon was able to press the green button, but was unable to squeeze the handle for both of the handles, therefore the device did not fire. Specifically the black reload was only able to fire partially while both of the yellow reload did not fire. Another device was used to resolve the issue. There was no patient injury.